Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. Also that same day, the patient started treatment with ceftazidim (dose, route, and frequency were not reported) and vancomycin (dose, route, and frequency were not reported) for bacterial peritonitis. Thirteen days after the event onset, the ceftazidim and vancomycin were discontinued. That same day, the patient started treatment with tienam (dose, route, and frequency were not reported) and ciprofloxacin (dose, route, and frequency were not reported) for bacterial peritonitis. Thirty eight days after the event onset, the tienam and ciprofloxacin were discontinued. Also that same day, the patient¿s catheter was removed due to the patient did not respond to treatment and the patient was switched to hemodialysis. Forty two days after the onset, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.